Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a patient not crossing from protouch to rxconnect. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.